Manufacturer narrative:
Received one photo of 14687-15 primary plum set. The complaint of leakage on the 140073190 primary plum set could not be confirmed by investigation. No evidence of leakage was identified from the photo provided. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history lot review (DHR) for lot 5849905 was reviewed and no non conformities were found that would have led to the reported complaint.

Manufacturer narrative:
The device is not available for evaluation, however a sample photo was provided. Investigation is pending.

Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch, where it was reported there was a leak of chemotherapy during infusion. The reporter stated the drip leaked chemotherapy from the air chamber of the needleless pump infusion set. There was patient involvment, however no report of patient harm.